Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device upgrade procedure, the programmer crashed when attempting to deliver non-invasive pacing stimuli (nips). As a result, the patient¿s arrhythmia could not be terminated, and an external defibrillation was required to terminate the arrhythmia. Technical support was contacted, and they indicated that you cannot use nips during an ongoing episode without first disabling tachycardia therapies, and the programmer behavior was normal. The patient was stable following the procedure.